Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the ok button was intermittently responding. The patient reported that the keypad was intact but the pump casing was cracked during a fall a couple weeks prior to the keypad issue. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.